Manufacturer narrative:
Motor error alarm during basic occlusion test due to loose/protruded drive support disk. No compromised force sensor system alarm. Motor passed motor test. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had compromised force sensor system alarm. Customer¿s blood glucose level was unknown. Customer stated that the drive support cap is sticking out. Customer was advised to revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.